Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 498 mg/dl and treated with bolus. Customer was also reported that insulin pump had insulin flow block alarm and customer was performing self test and received hardware low level failure alarm twice. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did allege insulin pump was under delivering. Customer was not using auto mode during high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. However, pump error 63 alarm noted during self test and confirmed in device history (variableinfo = 3) due to broken trace on u1 keypad assembly.